Event description:
It was reported that t-wave oversensing resulted in two delivered inappropriate shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
Additional information was received and reported that the pace/sense portion of the lead had been replaced with a pacing lead. The lead was later completely explanted and replaced during a device system replacement procedure.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.